Manufacturer narrative:
The involved esu was inspected/tested (note: the actual return electrode used was not available for an evaluation.). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the reported information and a review of the unit's chronological data, it appears that there were significant user factors involved with the event. Specifically, there were several symmetry and current density warnings in the data. The long side of the return electrode should have faced the surgical site. Also, the effect and/or activation time should have been reduced to ensure sufficient cooling under the return electrode. Most likely excessive heating occurred under the return electrode causing the burn/necrosis. The user manual of the esu and the notes on use of the return electrode also warns users of such possibilities. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a spinal operation (re-distraction of spine). The esu was used with an erbe nessy split return electrode, 78 cm2 (part number 20193-071, lot number 211119-0806). The return electrode was attached to the patient's left thigh with the short side facing the surgical field. No information was provided in regards to the unit's settings. During activations, the unit displayed "nessy current density warning" and activation was briefly paused. After the procedure and when removing the return electrode there was a skin detachment without reddening of the size of 23 mm in diameter under the pad. The skin lesion was treated with a hydrocolloid bandage.